Event description:
It was reported by the customer that the needle is still retracting but the needle still hangs out. No information was received regarding any serious injury as a result of this product issue.